Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the behavior cannot be replicated during system checkout. Additional investigation and review was performed. As previously reported, the medtronic representative was unable to replicate the reported behavior and the system had been used several times since the alleged event and there has been no indication of accuracy issues. The medtronic representative reported the site was using 3rd-party (non-medtronic) navigated spine instruments. The instructions for use (IFU) to include: "warning: the navlock¿ tracker is designed and tested for use only with medtronic instruments. Use with any unapproved instrument could compromise accuracy and safety." Furthermore, it was believed that the frame was bumped. The instructions for use warns the user against frame movement: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result" and: "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister." The probable cause of this issue was determined to be operational technique.

Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. The representative spoke with the site, and it was suspected that the surgeon came into contact with the reference frame being used, which possibly could have led to the imprecision. The representative was unable to replicate the reported issue. It was reported that the navigation system has been used since the reported issue without a recurrence. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, an imprecision of 1 vertebral body was observed. The imprecision was estimated to be between 15-20 mm. The representative reported that the surgeon was using globus instruments alongside the medtronic navigation system which led to an estimate of the imprecision. The screws were reported to have been removed by the surgeon. The site then brought in a c-arm, replaced the screws through live fluoroscopy images and completed the procedure after a one hour to an hour and a half delay. No additional information was provided.